Manufacturer narrative:
Added event description information.

Event description:
A review of the information determined, the patient that underwent a coil-embolization procedure to treat the type ii endoleak with aneurysm enlargement (1.6% of patient's) and the two patient¿s with reported aneurysm enlargement of more than 5mm without endoleaks (3.3% of patient's) will be included in this event.

Manufacturer narrative:
Corrected date of event.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore the UDI is not available. (B)(4). The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4) according to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargment.

Event description:
Article was received, natural history of gutter-related type ia endoleaks after snorkel/chimney endovascular aneurysm repair, by brant w. Ullery, md, kenneth tran, md, nathan k. Itoga, md, ronald l. Dalman, md, and jason t. Lee, md, portland, or and stanford, ca. Between 2009 and 2015, 60 patients (mean age, 75.8 +/- 7.6 years; 42 males; 18 females) underwent chimney-evar with a total of 111 snorkel stents, which included unilateral renal snorkels in 14 patients, bilateral renal snorkels in 33 patients (including one renal snorkel combined with one renal periscope), and celiac/sma/renal combinations in 13 patients (including one renal periscope combined with two snorkels). Balloon-expandable covered icast stents (atrium medical) or gore® viabahn® endoprostheses were advanced into the target branch vessel as dictated by the tortuosity of the proximal branch vessel and its axis with the aorta. It was stated that 39 of the 60 patients were implanted with self-expandable covered stents. Of the 39, 26 were reinforced with bare metal stents. In total, 18 gutter related type ia endoleaks were noted on first postoperative cta (30.0%), including four patients who had no identifiable endoleak on completion angiogram. Thirteen of the 18 (72.2%) early type ia endoleaks resolved by latest follow-up imaging without need for reintervention. Overall, the early gutter-related type ia endoleak-associated reintervention rate was 3.3%, representing only two of the 60 patients in the overall cohort. The publication did not specify which devices were associated with the endoleaks that required intervention. Information was requested but not provided on the two interventions.